Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient had developed bruising underneath her breasts and a lump underneath the front garment clasps. The patient's physician scheduled an ultrasound for the lump. During a follow-up the patient reported that the bruising improved. The medical outcome of the lump is currently unknown.